Event description:
Patient experienced intracranial hemorrhage approximately 3 weeks after receiving a voluntary demonstration with the medical device. Patient received a single pulse tms demonstration that was conducted by a trained and certified tms professional. The event was not related to study activities and therefore, the irb of record determined the event did not meet the definition of a upirtso. As a nsr study, the event is being reported according to 21 cfr 803. FDA safety report ID# (B)(4).